Event description:
It was reported that during a da vinci total hysterectomy procedure, the proximal clevis of a pk dissecting forceps instrument broke while trying to remove the lymph nodes. Instrument fragments fell into the patient and were retrieved. The procedure was completed without delay using a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed no broken pieces or visible damage on the proximal clevis of the instrument. One of the yaw pulleys is missing a 1/4" x 1/8" piece, which was returned taped to the housing. As a result of the breakage, the cable crimp is no longer retained in the yaw pulley and the conductor wire has pulled out of the grip. It was concluded that the yaw pulley may have had a crack which propagated with heavy usage. Electrical continuity failed. No other damage found.